Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy on the lung, when the surgeon was performing a wedge procedure, the stapler was not able to fire. They fired two reloads with no problems then when they were firing the third reload they said the handle sounded funny when they were articulating. They tried to fire and the handle would not let them fire the reload. The reload was still on the handle. The doctor opened another handle and another reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy on the lung, when the surgeon was performing a wedge procedure, the stapler was not able to fire. They fired two reloads with no problem then when they were firing the third reload they said the handle sounded funny when they were articulating. They tried to fire and the handle would not let them fire the reload. The reload was still on the handle. The doctor opened another handle and reload to complete the case. There was no patient injury.